Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed multiple errors. The customer's blood glucose value was 120 mg/dl. Customer was able to clear the alarm. Customer did not receive request to rewind insulin pump. Customer stated that the alarm did not occur while trying to change settings on insulin pump. Customer stated that the alarm did not occur right after a battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received a64 alarm during self test due to faulty connector.